Event description:
It was reported one of the patient's leads had migrated. As such, surgical intervention occurred where the leads were explanted and replaced to address the issue. The investigation did not determine which lead had migrated.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.